Event description:
It was reported that right ventricular (rv) lead perforation was observed approximately one week post implant. No additional information has been provided to date. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that right ventricular (rv) lead perforation was observed approximately one week post implant. No additional adverse patient effects were reported. Additional information received indicates surgical intervention was performed to replace the lead. Besides intervention, no other adverse patient effects were reported. At this time, lead return is not indicated.